Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with the uvc catheter. The customer reports "the uvc inserted easily, yet when they did an x-ray to confirm the placement the uvc had looped around and was not in the correct place. The uvc catheter had to be removed and replaced with a 5.0 french."

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.